Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly and had offset coil winds. The pusher assembly was able to advance through a 0.0159¿ ring gauge and the mid-joint od was within specification. Conclusions: evaluation of the first smart coil revealed that the embolization coil winds were offset. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, resistance maybe encountered. If the device is forcefully advanced against resistance, damage such as offset coil winds may occur. During the functional testing, the introducer sheath was removed from its pusher assembly and the smart coil was re-sheathed. Resistance was encountered while attempting to advance the pusher assembly through its introducer sheath as the offset coil winds became compressed inside its sheath. The smart coil could not be advanced any further. The root cause of the introducer sheath getting stuck on the pusher assembly could not be determine. Evaluation of the second smart coil revealed a kink on the proximal end of the pusher assembly. If the device becomes kinked, resistance maybe encountered while advancing the device through a microcatheter. Further investigation revealed that the embolization coil had offset coil winds. These damages were likely incidental. The smart coil was able to be advanced completely through a demonstration microcatheter with resistance during the functional test. The non-penumbra microcatheter identified in the complaint was not returned to penumbra for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2019-00564.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-00564.

Event description:
The patient was undergoing a coil embolization procedure in the internal thoracic artery (ita) using penumbra smart coils (smart coils). It should be noted that the patient had mildly tortuous anatomy. During the procedure, the physician successfully implanted one pod packing coil (pod) into the target vessel using a non-penumbra microcatheter. The physician then decided to switch to a different non-penumbra microcatheter and successfully implanted one smart coil. The microcatheter was then repositioned to the thyroid carotid artery (ta). After advancing the next smart coil mid-way through the microcatheter, the physician attempted to withdraw the introducer sheath and reported that the sheath was stuck to the coil pusher assembly. The smart coil was therefore removed and was no longer used in the procedure. While advancing the next smart coil into the target vessel, the physician experienced resistance and noted that the smart coil only advanced far enough out of the microcatheter to coil into three loops. This smart coil was also removed and was no longer used in the procedure. The physician then placed eight smart coils using the same microcatheter and completed the procedure. There was no report of an adverse effect to the patient.